Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump has just had a beeping alarm or a no disposable alarm in the past week. It was also reported that alarms occurred several hours after cassette was started. There were no symptoms with pump alarms. There was no patient injury.